Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced bent cannula event on (B)(6) 2026. The blood glucose level was 300 mg/dl and the patient was treated by pump. The insertion site was lower back. The infusion set was in use for one day. The bent cannula occurred because the infusion set was inserted into insufficient subcutaneous tissue. No further information available.